Event description:
The user was calling in needing assistance with this physician assistant (pa), but they stated they worked in a rehab facility. Since this medication was prescribed for a patient in a rehab facility, this is being reported as a potential adverse event (pae). Health care professional (hcp) did not consent to follow up, no further information provided or available regarding this report. (B)(4).